Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 50 years old. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2017-00940 pertains to the hot axios stent device, manufacturer report # 3005099803-2017-01008 pertains to the first advanix double pigtail biliary stent device, and manufacturer report # 3005099803-2017-01009 pertains to the second advanix double pigtail biliary stent device. It was reported to boston scientific corporation that a hot axios stent and two advanix double pigtail biliary stents were implanted in a transgastric position to treat a 10 cm pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. Reportedly, the stent placement site was examined with eus doppler prior to stent deployment. The advanix double pigtail biliary stents were placed within the lumen of the hot axios stent, and the stent placement was completed with no complications. No bleeding or trauma was noted, good cyst drainage was observed, and the patient was sent home. According to the complainant, on (B)(6) 2017, the patient presented with a gastrointestinal bleed. Reportedly the patient's pseudocyst was resolved at the time of the bleed. The patient was sent to interventional radiology (ir); however, the interventional radiologist was unable to coil the site of the bleed. It was reported that the patient was not actively bleeding when they were sent to ir. A computed tomography (CT) scan was performed and it was noted that, after the resolution of the patient's pseudocyst, a region of the stents was close to the patient's splenic artery. The patient was then transferred to the operating room where open surgery was performed. A stent had to be dissected from the patient's splenic artery. It is unknown whether it was the hot axios stent or the advanix double pigtail biliary stent that had eroded or invaded the splenic artery. All three stents were removed from the patient during surgery. The patient was reported to be recovering. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.